Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) # kept blank since it is not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that this issue was cause by network issue from the customer end. The technical support specialist executed the site down query and reviewed the system messages. The tss identified that all devices were offline and observed a critical alert showing 176 devices not communicating. The tss advised the customer to escalate the issue to the hit (hospital it) team to check for any potential network outage. Customer confirmed issue resolved and agreed with ticket closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all profile machines at mph were in critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all profile machines at mph were in critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.